Event description:
It was reported during a clavicle fracture surgery, two (2) screw heads broke. No other information is available. This report is related to report number 3025141-2023-00310 for the other screw involved in this event.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not received for evaluation. Manufacturing and inspection records could not be reviewed as batch/lot number are unknown. Based on the information received, the root cause could not be determined.